Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that the motor was noisy. Since the event occurred out of box, there was no pt involvement during this event.